Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Event description:
It was reported that the customer received a no delivery alarm during a bolus delivery. The customer's blood glucose was 400 mg/dl. Troubleshooting was done. Explained that the alarm was caused by a reservoir or infusion set occlusion. Advised to replace the infusion set and reservoir. The customer stated that there was a kink in the infusion set tubing. The customer stated that she would monitor the issue and call back if any no delivery alarms persisted. The customer stated that she would send back the reservoir and infusion set for analysis. Nothing further reported.